Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call high blood glucose and issues with the insulin pump. Customer's blood glucose level went as high as 484 mg/dl. Customer treated their high blood glucose via insulin pump. Customer advised they bumped into chair and their infusion set came out of the site. Customer advised the drive support cap appeared normal. Customer was able to remove the reservoir and rewind the insulin pump. Customer advised they would change out their site and call back to perform the high pressure test.